Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. Flat wire was found protruding from the delivery system outer shaft. The articulation of the delivery system was out of plane. The delivery system inner shaft was mechanically kinked/bent at 1.5 cm from the distal end of the device cup. If information is provided in the future, a supplemental report will be issued.

Event description:
The leadless implantable pulse generator (ipg) delivery system was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.